Manufacturer narrative:
Ous MDR. Upon receipt, the device was interrogated, revealing the battery status mol 1. The device was implanted for 32 months and 28 charging cycles were recorded to the device memory. The header of the ICD was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out. There was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegm's, noise was observed in all three channels, which led to inappropriate charging cycles. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Furthermore, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis of the ICD showed no indications of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation time of about 32 months, oversensing with inappropriate shock delivery was reported. It is assumed that there was a correlation between the incident and a serious accident the patient was involved in.